Manufacturer narrative:
Film evaluation summary: the exact cause and source of contrast seen outside of the stent graft cannot be conclusively determined. Pre-implant anatomy information and CT's at implant were not provided. The complete stent graft in-vivo configuration cannot be assessed. Angio's at implant showed small blush type of contrast outside of the stent graft, near the flow divider. Although a type iii fabric endoleak cannot be ruled out, the source of contrast was likely a type IV transgraft endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.

Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter abdominal aortic aneurysm. It was reported that, during the index procedure, an angiogram revealed a contrast blush at the level of the flow divider of the endurant ii stent graft bifurcate. The physician determined that it was a possible type iii fabric endoleak and elected not to perform an intervention. Per the physician, the cause of the event was unknown. No clinical sequelae were reported and the patient is being monitored by their physician.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause and source of contrast seen outside of the stent graft during implant cannot be conclusively determined. Angio's at implant showed small blush of contrast near the level of the flow divider, which appeared most likely to have been a type IV endoleak. CT¿s 6 weeks post-implant did not reveal any contrast within the 5.5cm max diameter aaa; the endoleak appeared to have self-resolved and no stent graft issues were observed. Therefore, it is most likely that the endoleak seen during implant was a type IV transgraft endoleak caused by fabric porosity. Other factors such as heparin dose, outflow resistance, and volume of the aneurysm sac may have also contributed to this type IV endoleak.